Manufacturer narrative:
Device will not be returned for investigation. Investigation into the event is ongoing. If any new information is learned, a follow-up report will be submitted.

Event description:
It was reported that the tip of the probe broke during surgery. There was a metal coil inside of tip that came free in the patient, weren't able to recover all of it. Xrays were taken. Didn't see any remains, but not 100% sure if all out. Doctor said they need to keep it in case of legal action. Doctor bahner dos 2006.